Manufacturer narrative:
Date of birth/age: unknown, information not provided. Date of event: exact date not provided, best estimate is between (B)(6) 2018- (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 18.0 diopter intraocular lenses (iol) was implanted in the patient¿s operative eye on (B)(6) 2018. The iol was explanted on (B)(6) 2019 and replaced with a zcb00 iol due to complaints of the patient having nothing but problems with the iol as it is not working for her. The patient is post lasik and calculations seemed correct. Through follow up, customer account provided additional information clarifying iol reported problems as poor quality vision. There was no incision enlargement, no suture(s), no vitrectomy, and the explant was planned. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/14/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: through follow up, customer account provided additional information confirming poor vision issues have affected driving and were indicated as debilitating. Patient outcome post-lens exchange was reported as patient may still need corneal treatment for irregular cornea. Information was also received regarding the patient's date of birth, date of event and initial reporter. Therefore, these fields have been updated accordingly. Date of birth: (B)(6) 1963. Date of event: in the initial report an estimated timeframe was provided however the date symptoms were first observed was now provided, (B)(6) 2019. Corrected data: initial reporter - has now been updated to the physician: dr. (B)(6). Health professional: yes. Occupation: physician. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.